Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacture lot number 6993691, lot number from germany 8025731 (sterilization). The device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the head of the screw suddenly came off as the surgeon was implanting it in the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The part was sterilized at (B)(4) but manufactured the USA: review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Additional narrative: device was used for treatment not diagnosis. Review of the DHR showed there were no issues during the manufacture that would contribute to this complaint condition. The product development evaluation concluded that it is not possible to determine if the holding sleeve was correctly engaged in the bone screw by the user and / or if excessive forces were applied during insertion. Device was not implanted.